Event description:
On (B)(6) 2009, the patient reported that, as he was priming his insulin infusion set, he noticed insulin leaking out of the area where the luer lock connects to the cartridge adapter. He removed the tubing from the adapter to inspect the tubing and said the luer lock does not appear to be cracked. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.